Event description:
During a lap nissen procedure went through test procedure without problems. When doctor put device through trocar, it gave instrument error. They then connected a new instrument and it worked. No consequences to the patient.